Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 47 mg/dl at the time of incident and treated with food. The customer indicated that they will call back later to troubleshoot as the father did not have the pump with him.